Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt's contact noticed air bubbles in the pt line. Pt stated that upon removing the tubing set, fluid leaked everywhere. Pt was administered prophylactic antibiotics as a precaution and had no adverse effects from the incident. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed found cut on film cassette located on left dome. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch records review confirmed the labeling, material, and process controls were within specification.